Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had a frozen display. The customer stated that the buttons were unresponsive even after two battery rests. The customer then stated that after resting the battery, a third and fourth time, he received only button error alarms that he could not clear. Nothing further was reported.